Manufacturer narrative:
Unit was received with no button response due to corroded keypad traces. No button error alarm, constant tone or audio/beep anomaly noted during testing, however moisture damage was found on electronic and motor assembly. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not functioning properly after getting sprayed with water. The customer reported that the insulin pump had water visible under the display. Blood glucose level at the time of the incident was 77 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.